Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. During functional testing, the alarm key was stuck when turned on and was unable to confirm the device accuracy. The reported issue was not duplicated. It was determined that the cause was due to the expulsor. As a result, the expulsor assembly was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed accuracy. It is unknown if there was patient involvement, no adverse patient effects were reported.